Event description:
Information received indicates the brake is not holding at the head end of the stretcher.

Manufacturer narrative:
The technician found the rocker linkage rod was broken at the head of the stretcher. The technician used a brake/steer upgrade to repair the stretcher.